Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag arm base was tightened, and the unit was returned to service.

Event description:
The hospital reported a large leak in manual ventilation during use. The unit was switched to mechanical ventilation to complete the case. No report of patient injury.